Event description:
It was reported that significant force was required to reposition the stent delivery system across the neck of a basilar aneurysm and consequently the stent began to deploy. The physician removed the partially deployed delivery system and continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Event description:
It was reported that significant force was required to reposition the stent delivery system across the neck of a basilar aneurysm and consequently the stent began to deploy. The physician removed the partially deployed delivery system and continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Analysis of the subject device revealed that the microdelivery catheter distal shaft was severely compressed at 2.0 cm from its distal end, and the stent was partially protruding through the microdelivery catheter distal end. The stabilizer distal end was butted against the stent proximal markers in the microdelivery catheter distal shaft, and the stent appeared to be pushed out of the microdelivery catheter with the stabilizer. The stabilizer was examined and found to be slightly bent on its proximal shaft. Additional information obtained indicated that the patient's anatomy was tortuous and could have contributed to the difficulty deploying the stent. It is likely that the stent delivery system was advanced with excessive force to overcome resistance; inadvertently causing the stent to partially deploy. Excessive force likely accounts for the damages observed to the returned device. Therefore, a root cause of operational context has been assigned to this investigation.